Event description:
During a left atrial procedure, a faradrive steerable sheath clear and farawave catheter was selected for use. After performing pulse field ablation, the physician remapped the left atrium and determined that additional lesions were needed. However, the flush port on the farawave catheter, connected to its proximal end, could not be flushed either manually or with irrigation. The farawave catheter was inserted into the faradrive sheath post-mapping to deliver more lesions. Upon aspirating the flush port with the catheter inside the sheath, the physician observed air bubbles. The catheter was removed, and aspiration was repeated, again revealing air bubbles. The diaphragm valve of the faradrive sheath was inspected and found to be intact with no visible damage. No air was visible in the patient. The catheter was reinserted, and aspiration again drew air into the flush port. The sheath was then replaced, and the procedure was completed successfully without any complications for the patient. The sheath and catheter have been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
During a left atrial procedure, a faradrive steerable sheath clear and farawave catheter was selected for use. After performing pulse field ablation, the physician remapped the left atrium and determined that additional lesions were needed. However, the flush port on the farawave catheter, connected to its proximal end, could not be flushed either manually or with irrigation. The farawave catheter was inserted into the faradrive sheath post-mapping to deliver more lesions. Upon aspirating the flush port with the catheter inside the sheath, the physician observed air bubbles. The catheter was removed, and aspiration was repeated, again revealing air bubbles. The diaphragm valve of the faradrive sheath was inspected and found to be intact with no visible damage. No air was visible in the patient. The catheter was reinserted, and aspiration again drew air into the flush port. The sheath was then replaced, and the procedure was completed successfully without any complications for the patient. The sheath and catheter have been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves ability to seal pressure and fluid within the sheath. The cause traced to device design conclusion code was selected for the allegation of visible air/bubbles.